Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the left ventricular lead exhibited high impedance. It was suggested that the lead impedance trend has been stable around the upper limit and gradually increased to just over the limit, indicating it may be physiological rather than a lead malfunction. No programming changes were made. There were no consequences to the patient.